Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿; however, suspected cause was due to the customer¿s personal profile requiring adjustments. A specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer updated their settings to address the event.